Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information indicated that the insulin pump had a motor error alarm. Customer stated that they report that the insulin pump started showing motor error this morning, once early in the morning, they was able to rewind. Few hours later customer got another motor error and the pump is not rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.